Event description:
According to the reporter, during gastroenterostomy procedure, the first firing was a success. At the second firing ,the surgeon could not push the firing knob and could not fire the device. Replaced by new device ,the procedure was continued. No patient injury reported.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted no damage. The loading unit was fully applied with the interlock engaged. No knife blade damage was noted. The single used loading unit (sulu) was reset and loaded into the returned device. The instrument and sulu were applied to the appropriate test media. The firing knob was unable to advance. Microscopic evaluation noted that pin firing knob was broken inside the retainer firing knob component. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the unit is activated is mishandled by pushing the firing knob at the contrary side. An attempt to change the firing knob direction and apply an excessive stress may result in a broken pin firing knob. Replication of the engaged safety lock may occur due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.